Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular arrhythmia. The delivered anti-tachycardia pacing (atp) and electric shocks as expected and intended, however, upon review of the stored intracardiac electrograms, boston scientific technical services (ts) noted right ventricular (rv) lead undersensing and high capture thresholds. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular arrhythmia. The delivered anti-tachycardia pacing (atp) and electric shocks as expected and intended, however, upon review of the stored intracardiac electrograms, boston scientific technical services (ts) noted right ventricular (rv) lead undersensing and high capture thresholds. No adverse patient effects were reported. Further information was received that the rv lead exhibited noise and low amplitude. A follow up with cardiology was recommended. No information was available or provided regarding the rv lead. At this time, this device system remains in service.